Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 500 mg/dl with high ketones. The issue also caused the customer to experience diarrhea and vomiting. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). The customer's blood glucose (bg) level was 500 mg/dl with high ketones. The customer declined to provide further information regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.